Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an inappropriate shock and presented in clinic. Upon interrogation, it was noted that the shock was due to atrial under-sensing. Programming changes were made to adjust the morphology score, increase atrial sensitivity, and extend post ventricular atrial blanking to prevent far field r-wave over-sensing. The patient was discharged and would continue to be monitored.

Event description:
New information received noted that the atrial lead exhibited noise over-sensing, which led to inappropriate mode switch. No intervention was performed.